Manufacturer narrative:
The 14fr esheath was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided 3mensio report revealed tortuosity in the access vessels. Review of the device photographs revealed the esheath liner was bunched and delaminated. The marker band was still present and attached to the liner. The distal end of the delivery system was cut and the spring was unraveled. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Complaint history review from july 2020 to june 2021 for the esheath introducer sheath (all models and sizes) revealed other similar complaints based on relevant complaint codes. No edwards defects were identified during the evaluations. Available information suggests that procedural factors (bent valve strut, excessive manipulation, incomplete deflation, non-coaxial withdrawal, residual fluid, withdrawal difficulty, withdrawal of a burst/torn balloon, withdrawal of a crimped valve, withdrawal of a partially expanded valve) may have contributed to the complaint events. Per the instructions for use (IFU) and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections. The esheath final assembly undergoes multiple 100% visual inspection by manufacturing and quality. Additionally, after sterilization, each lot is tested and inspected on a sampling plan during product verification (pv) testing. The lot can only be released if all units pass the pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on evaluation of the provided imagery. As the device was not returned, no additional visual and dimension inspection could be performed, and therefore a presence of manufacturing non-conformances (if any) could not be identified. Reviews of the complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the sheath liner delamination was present out of the box. As reported, during the removal of the delivery system, the pigtail became wrapped around the device, resulting in withdrawal difficulties and sheath delamination. Tangling of pigtail onto the delivery system can increase system profile, preventing the system to be re-entry into the sheath during removal. In addition, tortuosity was present in the access vessel. These patient factors can create a non-coaxial withdrawal making the delivery system more susceptible to be caught onto the sheath distal tip upon removal and lead to withdrawal difficulty. If excessive force was used to overcome the withdrawal difficulty, it can cause the sheath liner to delaminate. Available information suggests patient factors (tortuosity) and/or procedural factors (excessive manipulation, withdrawal difficulty) could have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral valve in valve (viv) procedure, withdrawal difficulties were encountered during the withdrawal of the initial commander delivery system, resulting in delamination of the esheath liner. Pacing capture was lost during the deployment of the initial 26mm sapien 3 ultra valve, resulting in the valve embolizing into the aorta. The valve was captured and deployed in the ascending aorta. During the removal of the delivery system, the pigtail became wrapped around the device, resulting in withdrawal difficulties. During the attempt to withdraw the delivery system, the esheath was split and the tip of the delivery system was stuck outside the tip of the esheath. The wire was cut, and the delivery system and sheath were able to be withdrawn. The vessel was not damaged, so a second valve, delivery system and sheath were prepared. The second sapien 3 ultra valve was successfully implanted in the failed non-edwards surgical valve.